Event description:
It was reported that the pt experienced recurrent incontinence, as there was defect in the "cuff fixation." The cuff was replaced. Add'l info was requested, but not provided.

Manufacturer narrative:
Should add'l info become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent.